Event description:
It was reported by the account that during testing the device's battery case chipped off. This could cause loose parts to fall on patient or into wound creating an infection risk. No known patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the account that during testing the device's battery case chipped off. This could cause loose parts to fall on patient or into wound creating an infection risk. No known patient involvement or procedural delays were reported with this event.